Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir gets loose and it not secure. The customer¿s blood glucose level was unknown. The customer also reported that scratches on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).